Event description:
Device malfunction: failure to deploy - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the plunger did not engage to deploy the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Through requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): the device is expected to be returned for eval. It has not yet been received.